Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with tenderness and drainage at the device implant site, consistent with an infection. The physician elected to explant the right atrial (ra) lead on (B)(6) 2026. The patient condition was unknown.